Event description:
Additional information received reported that reprogramming was done last monday, (B)(6), but it was still not working for her. The trial went really well and after the implant, the device worked fine for two weeks but after two weeks, it just had not worked. There were no future appointments with the doctor and the patient was unsure if there was a manufacturing representative (rep) at the reprogramming session. They were advised to contact the doctor¿s office to get further assistance with their spinal cord stimulator (scs) therapy.

Event description:
Additional information received reported that it was unknown if there was a 50% or greater symptom reduction. The cause of the event was not determined and it was unknown if it was device related. Reprogramming was needed and the patient got better stimulation coverage. However, they were not sure if the new programming decreased pain at this time. No other troubleshooting or interventions were taken. The patient did not experience a loss of stimulation and it was unknown if the patient experienced a loss of therapeutic effect. The patient¿s outcome was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no stimulation sensation and a loss of therapeutic effect. The patient last felt stimulation on (B)(6), so the patient increased stimulation from 8.5 to 10.5, and she was in pain. The patient had her follow-up appointment during the last week of (B)(6) and a manufacturing representative (rep) told the patient that the high setting would deplete the internal battery really quickly, so it was set to cycling. It was noted that after adjusting position several times and using the antenna they were finally able to get to the therapy screen. Stimulation was on at 10.5 on group a. They switched groups to group b and increased it from 6.8 to 7.9 and the patient barely felt the stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).